Event description:
The user facility reported that they could not provide any additional follow-up information on the affected employee, as he is no longer employed by the faciity.

Event description:
A hospital staff member was removing a processed load of instruments from the sterilizer. As he pulled the transfer cart away from the sterilizer, the right rear swivel caster fell off, causing the cart to tip to the right. The employee grabbed the cart to prevent the load of instruments from falling off the cart. The employee reported that he felt back and arm pain when he grabbed the cart. The employee went to the emergency room, and was given a weight restriction and released. The employee did not miss any time from work or require follow-up

Manufacturer narrative:
A steris service technician inspected the transfer cart and replaced the rear swivel caster on the cart, returning it to a fully operational state.